Event description:
Pt reported the rubber from the up/down buttons on the infusion device is lost or loosened. Pt stated now the infusion device does not work. Preliminary eval of the infusion device shows the infusion device is not readable and the device starts with an e8 (power interrupt). Preliminary eval also show the rubber from the down button on the infusion device is missing and the rubber from the up button is loosened. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.